Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion, yellow particles in the shell and weight to the spec. Cloudy and voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Patient race: asian (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device was explanted.